Event description:
This patient is a female with a history of right breast cancer. 5 years ago, she underwent right modified radical mastectomy with sentinel lymph node biopsy. Subsequently, she underwent postoperative chemotherapy and radiation, which was completed 4 years ago. One year after that, she underwent delayed right breast reconstruction utilizing a pedicle latissimus dorsi myocutaneous flap. She subsequently underwent placement of a postoperative adjustable implant underneath the latissimus flap later that year. This was followed by removal of a postoperative adjustable port of the right breast reconstruction, as well as left breast symmetry procedure to include a peri-areolar mastopexy with augmentation. More recently, the patient reported last year that she underwent a mammogram of the left breast. Shortly thereafter, she noticed deflation of the implant and presented to plastic surgery one month later with a ruptured left breast implant from the augmented left breast. The patient had no pain from the deflation and reported no additional trauma to the area other than the mammogram. She presented earlier this year for preoperative assessment prior tosurgery for replacement of the ruptured implant of the left breast.